Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted bleeding within the body cavity. A staple line cannot be clearly seen. Staple formation cannot be evaluated. The physical product was not received for analysis. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic urological procedure, when the device was fired, it had a poor staple formation, resulting to staple line bleeding. They then used another reload to resolve the issue, in order to complete the case. There was no patient injury.